Event description:
It was reported that the ilet delivered a breakfast meal dose of approximately 5.1 units after the user interface showed navigation to the meal icon, selection of breakfast, and a slide-to-deliver action while the glucose was about 101 mg/dl and no food was consumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, review and analysis of device logs and information provided by the user or third parties. Investigation of this case revealed no device problem and identified a usage issue involving the user interface, while insufficient information also remained for some aspects. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error, with the overall cause not established for all elements.

Manufacturer narrative:
Initial.